Event description:
Customer called to report the insulin pump had a blank screen. When a new battery was put into the insulin pump, it alarmed for battery out. The display screen was also scratched and hard to read. Troubleshooting was performed. A new battery was inserted and the display screen returned. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.